Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed. The lot number was not provided; therefore a batch review cannot be conducted and the sample is unavailable for evaluation. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice (hc) during use, during dwell 3 of 4. The technical service representative (tsr) explained the alarms, and assisted with troubleshooting. The tsr then explained that the hp would need to start over with new supplies or finish using manually. The hp wanted to just end therapy for the night. The technical service representative (tsr) advised the hp to call their nurse within the next 24hours and let them know what happened along with the missed therapy. This writer was contacted by the home patient (hp) (B)(6) 2011 regarding reported problem. The hp stated for that particular night they just ended therapy because it was so late in the evening. The hp stated that they continued on the next machine fine without further problems. This writer suggested they talked to their nurse regarding the alarm since they have not done so yet. The hp stated they did not notice anything wrong with the supplies themselves. The hp stated therapy overall is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.